Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 1600 mg/dl. The caller felt that the insulin pump malfunctioned, and requested a replacement. Troubleshooting was performed, and the insulin pump was programmed correctly. Further troubleshooting was not possible as the caller did not have supplies at the time of the call. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.